Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider regarding a trial patient. It was reported that patient was having urgency to go many times but did not have to urine. They had setting at 2.9v, therapy was on and patient was not feeling stimulation. Patient had trial started on (B)(6) 2016. They adjusted stim from 2.9 to 3.8 and situation resolved on the day of this call. A couple days later, the healthcare provider (hcp) reported patient had strong urge but can¿t void. Patient voided very little a day prior to this call and none throughout the night and not at all so far today. Hcp stated the patient keeps sitting on the toilet for 5-10 minutes at a time because of the urge but she cannot go. A sudden change in symptom was noted. Additional information received on oct 10 2016 indicated that the cause of unable to void was unknown and it was not resolved. The patient went back to hcp on (B)(6), and patient incision was really infected. So the hcp removed the lead and put the patient on antibiotics. Patient went back on (B)(6) and the infection was gone. They stated hcp put patient on some more antibiotics but did not know reason. They were waiting for a call from hcp for the day they are going to do the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.